Event description:
It was reported that "(B)(6) 2025, the iabp display screen experienced a blue screen, flickering, and eventually turned off during use. Change the other pump and function is normally". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint of "display screen malfunction" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported that "(B)(6) 2025, the iabp display screen experienced a blue screen, flickering, and eventually turned off during use. Change the other pump and function is normally". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).